Event description:
The customer reported that during set-up for a procedure, she opened the sterile product and tested the punch by actuating it but when it retracted it became jammed. She tested two additional devices and they both jammed as well. No samples were saved. Product code rcb40; lot number is unknown.